Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was above 500 mg/dl. Elevated bg was addressed with a manual correction injection. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Customer declined troubleshooting from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.